Event description:
The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The hypotube kinked (approx 4.2mm proximal from the gold marker)the physician was unable to deflate the occlusion balloon. The physician used the method regerenced in the instruction for use and cut the hypotube resulting in the occlusion balloon deflating.